Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that after removing the pod from the infusion site (abdomen) the patient experienced blistering "that looks like I have burn scars." The patient also reported bleeding and pus oozing from the site. The patient went to the pharmacy and purchased germolene antiseptic cream and because this issue persisted with multiple pods, the patient saw an endocrinologist and was prescribed cavilon barrier cream to be applied as needed.